Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) 2013, the system displayed an intermittent antenna icon. The patient had a hypoglycemic event and went unconscious. The patient's nurse found her laying on the floor. The patient treated herself with juice and 2 candies. At the time of contact with dexcom technical support, the patient reported that she was alert and able to talk and reported no other injuries.